Event description:
New labeling for product indicates tubing volume of 0.5 ml. Previous product labeling with same description and order number has labeled tubing volume of 0.3 ml. How can this change and keep the same product number?